Manufacturer narrative:
Returned device was received in fair physical condition with damaged lens and a bubbled dso. No evidence of reported problem in event log was found. During the evaluation of the device, it was noted that the seal was damaged by harsh cleaning solution. This issue was found to be a customer induced problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed its preventative maintenance check. There was no patient present at the time of the event. There were no adverse events reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined and the examination showed the downstream occlusion sensor/cassette detector seal was damaged. The seal damage was determined consistent with chemical damage. The damage seen was likely induced by cleaning with cleaning solution that was not recommended in the device instructions.